Event description:
A customer reported that they were unable to use their freestyle papillon mini meter as the display screen had frozen. The meter was returned and has been confirmed to exhibit the memory overwrite malfunction on 18 jan, 2007.

Manufacturer narrative:
Complaint confirmed. Tested returned unit. On insertion of test strip meter went straight into the memory indicating memory overwrite. The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the fa 16 may, 2006 letter.